Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose (bg) of up to the 300s (mg/dl) since (B)(6) 2016. Reportedly, customer noticed that they experience the elevated bg levels when their insulin gauge is below 50 units. Customer administers boluses with the pump and insulin injections to treat their bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Recommendation was made to consult with health care provider to discuss diabetes management.